Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with our surgical lights ¿ volista standop. As it was stated the rust occurred on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, customer received quote for the repair of the affected surgical light. The quote was not accepted. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since appearance of corrosion could be considered as technical deficiency, and in this way, devices contributed to event. It was established that the affected device was not being used for patient treatment or diagnosis when the event occurred. As per information provided by getinge technician, the issue was noted during the preventive maintenance. When reviewing similar reportable events registered for the issue of corrosion on volista surgical lights it was confirmed that there were no events which led to serious injury or worse. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of rust occurrence is low. As stated by subject matter expert at manufacturing site, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (volista IFU 01781 en 19, pages 89-91), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mention in the preventive maintenance to lubricate some parts of device (volista maintenance manual 01762 en 08, page 215). To prevent any incident the user manual mentions to perform daily inspections in order to detect paint defects, impact marks or other damages (volista IFU 01781 en 19, pages 37-41). Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. It was stated the rust occurred on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.